Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event closed. The recipient has resumed normal device use. This is the final report.

Event description:
The recipient reportedly experiences burning sensations with device use. The recipient was given an oral prescription. The recipient's headpiece magnet strength was reduced.